Event description:
It was reported that after an unknown procedure, the staples would not hold. The anastomosis was found open across the whole line of staples. There was a reoperation. The event outcome was peritonitis, colonic ablation and stoma. Requested the following information on 12/21/2009.

Manufacturer narrative:
Information anticipated, but unavailable at this time.